Manufacturer narrative:
Background information: quickie 5r series wheelchair owner's manual, rev. A, page 6 states: "warning: before each use of your chair: 1. Make sure the chair rolls easily and that all parts work smoothly. Check for noise, vibration, or a change in ease of use. (This may indicate low tire pressure, loose fasteners, or damage to your chair). 2. Inspect for any problems. Your authorized dealer can help you find and correct the problem(s)." Quickie 5r series wheelchair owner's manual, rev. A, page 15 states: "if you detect a problem, make sure to order parts, or have service, and repair work done at your authorized dealer before use." Quickie 5r series wheelchair owner's manual, rev. A, page 20 states: "if you have discovered a worn, bent, or damaged part, repair or replace them with recommended parts before returning this chair to service." Discussion: in evaluating the complaint, the end user reported that while transferring from his truck to his wheelchair, he fell out of his wheelchair and landed on his thumb. He explained that at the time of the fall, the wheelchair's front fork was broken and that the casters were damaged which allegedly caused the wheelchair to tip forward leading to his fall. The end user provided that his chair had been damaged for a while due to wear and tear, but that he could not provide a specific amount of time. He further stated that the forks and casters were damaged due to the frame damage that had not been fixed in a timely manner. According to the quickie 5r series wheelchair owner's manual, when the end user discovers a problem or damaged part, they are to contact their authorized dealer to have the repair/replacement done before returning the wheelchair to service. The end user should have ceased use of the wheelchair until their dealer was able to have the damaged parts fixed to decrease risk of injury during transfer. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The end user stated that when he fell, he landed on his thumb causing it to jam. He stated he did not receive medical attention after his fall. The end user provided that his thumb became swollen, tender, and was very painful for around a month and a half after the fall. He further stated that the thumb was red with no bruising, and it was hard for him to use his thumb in a back-and-forth motion. Conclusion: in conclusion, due to the allegation of a potential serious injury (joint compression injury with grade 2 characteristics), this MDR is being filed.

Event description:
The end user reported that while transferring from his truck to his wheelchair, he fell out of his wheelchair and landed on his thumb. The end user provided that the frame, caster, and forks were damaged prior to his fall, but he continued to use the wheelchair. The end user did not receive medical attention after the fall but stated that he believes he jammed his thumb during the incident.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.